Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had right internal carotid artery occlusion at the bifurcation towards the top of the carotid post procedure. Stenosis was >50%. The event was treated with concomitant or additional treatment. The event did not result in new or worsening of existing neurological deficits. The event was possibly related to the disease under study. The outcome was recovered/resolved on (B)(6) 2021. The site assessed as casually related to the pipeline vantage and not related to the procedure, ancillary device or antiplatelet medication. The sponsor assessed as a serious adverse event possibly related to the study procedure and dapt and causally related to the study device. It was also reported that 6 month dsa imaging on (B)(6) 2021 and 12 month mra imaging on (B)(6) 2022, the site updated parent artery stenosis (pas) as 75 to 100%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that pi determines that the occlusion has not caused any symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was adjudicated the event was possibly related to indiex procedure and pipeline device and not related to ancillary devices or dual antiplatelet therapy. The event resolved with sequelae. The baseline lesion location was corrected to c4 segment of ica.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information reporting that during the procedure, the pipeline vantage was not opening so a balloon and guidewire were used. The pipeline was then opened and implanted successfully with wall apposition achieved. There was no harm or injury to the patient. The patient was undergoing a procedure to treat an aneurysm with implantation of the pipeline vantage stent. The patient had presented with baseline symptoms of blurry vision, diplopia (double vision), and ptosis (droopy eyelid). Additional information received reported that the patient was being treated for a saccular, sidewall aneurysm located in c6 of the right ica. The dimensions were 24mm x 29mm, with a neck of 11mm. Additional information received reported per corelab image read of the 6 month dsa imaging on (B)(6) 2021 and 12 month mra imaging on (B)(6) 2022, corelab assessed parent artery stenosis (pas) as 75 to 100%. Site reported 0-25% pas. No symptoms or actions taken have been reported by site in association with any parent artery stenosis. Additional information received reported that no symptoms or actions taken have been reported by site in association with any parent artery stenosis. Per corelab image read of the index procedure (treatment) imaging on (B)(6) 2021, corelab identified a pipeline braid hump deformation and braid collapse no symptoms or actions taken were reported by site in association with these corelab findings.